Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. However, an olympus' rep visited the user facility following the reported event to inspect the electrosurgical snare prior to disposal and found no anomalies or irregularities with the device. The pt's bleeding was attributed to the fact that the doctor tied the artery. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic colonoscopy with polypectomy, the user inadvertently bound an artery with the electrosurgical snare, which caused the pt to bleed. The bleeding was stopped with the user of a proctoscope. The pt was re-examined after three days and no problem was found.